Event description:
The customer reported a water leak from the back of the atellica ch 930 analyzer. The customer stated that water leaked onto the subfloor outlet box, which caused smoke and shorted the input voltage to the uninterruptible power supply (ups). The customer also reported that the instrument powered off. There are no known reports of adverse health consequences due to this event.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported a water leak behind the atellica ch 930 analyzer, causing water to leak onto the power outlet box. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse powered off the instrument, determined an uninterruptible power supply (ups) charging issue, powered down the ups, removed power cables from leads from the outlet box, powered down the instrument, removed all reagents and quality control (qc), identified a leak from water input fitting, and replaced the water in - waste out assembly. The customer¿s electrician evaluated their outlets and replaced the affected outlet and connector. Then, the cse installed new connectors for water fittings, verified correct voltage, reconnected power to the outlets, reset error functions on ups, powered on ups, and initialized the instrument. Siemens determined that the power supply to the ups that powers the analyzer shorted and caused smoke to emit. The instrument is performing according to specifications. No further evaluation of this device is required.